Manufacturer narrative:
D10 concomitant products: egiaustnd egiaustnd endogia ultra univ std stap - (lot#p4e1003s); egia60axt egia60axt egia60 artic extra thicksulu - (lot#n4d2075y); egia60axt egia60axt egia60 artic extra thicksulu - (lot#n4b1980y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, during detachment of the rectum, after loading the handle and the reload correctly, the surgeon was able to press the green button, but the handle could not be squeezed and the device did not fire. A new handle and reload were then used, but after firing, the staples did not form a proper b shape, and several staples were hanging on in the reload that it could not be removed. A new device from a different manufacturer was used to resolve the issue. Medtronic's initial evaluation of the incident is that instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. Sheared teeth were visible on the firing rack at site of initial firing post clamp up.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that an access hole was cut into the instrument body for visualization of the firing rack. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.